Event description:
It was reported there were wounds over the implantable neurostimulator (ins) and the introducer site that were failing to heal. They were described to be granulomas or pressure ulcers and had been occurring for the past 6 months. The reporter did not believe the wounds were due to physical manipulation and may be a result of an allergic reaction. The ins was not superficial and the reporter stated ¿some fluctuation,¿ but it did not seem to be an issue. It was stated that the patient was seen 6 months prior and there was no notice of this issue observed. The patient had been implanted for about 18 months. It was noted the patient was to be put on antibiotics to see if that would improve the wound. If the patient did not respond to the antibiotics, it would be considered to remove the ins and lead. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889, serial # unknown, product type lead. (B)(4).